Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents and/or complaints reported for this lot. The investigation determined the reported failure to advance and difficult to remove appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during advancement the guide wire encountered resistance against the heavily calcified, heavily tortuous and 99% stenosed anatomy resulting in the failure to advance and the difficult to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the superficial femoral artery that was both heavily calcified and tortuous and 99% stenosed. The hi-torque command guide wire failed to cross and there was resistance during removal. A new, unspecified guide wire was used to continue the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.